Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. It is reported that the pt is in her (B)(6). The product evaluation visual inspection revealed numerous deep dents and gouges on the head of the screw and around onto the knurled surface. There were minor scratches and scrapes on the shaft which are consistent with field use. The entire consistent with field use. The entire construct was assembled and everything aligned properly. The mfg evaluation revealed that all the applicable dimensions on each of the parts all measured within drawing tolerance. Therefore this complaint is deemed invalid. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.

Event description:
It was reported that during a hip fracture tfn fixation surgery, the surgeon inserted the tfn and when he went to insert the helical blade, the blade kept hitting the edge of the nail. The surgeon tried realigning several times and nothing helped. The distal locking hole was also out of alignment. The surgery was delayed by thirty minutes due to malfunctioning devices. This is event 1 of 14 for this report. This complaint is on the helical blade coupling screw.